Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that during patient use of the cleo® 90 infusion set, the pump alarmed for occlusion multiple times while attempting to deliver a bolus of insulin. It was reported that the patient's blood glucose level was 226mg/dl at the time of the reported issues. According to the reporter, the patient's infusion site was changed and an insulin bolus was successfully delivered. Examination of the removed infusion site found no obvious defects. Further troubleshooting of the reported issue was denied and the contact stated that they would monitor the system performance. No permanent adverse effects to patient reported.